Event description:
It was reported that the injector was set to inject 150ml of contrast as a flow rate of 2.5 cc/sec in the antecubital fossa. The patient's vein blew up in the bicep (mid-humerous area) approximately 2 to 3 inches above the area of the angiocath. Approximately 100cc's of contrast extravasated. The patient was temporarily admitted and released. The facility was not willing to disclose any further information relating to a patient ID# pre-existing conditions, or the condition of the patient.